Event description:
The customer reported experiencing multiple occlusion alarms. There was no adverse impact to the customers blood glucose level. The customer continued using the pump for insulin therapy.